Event description:
Medtronic received a report that pipeline flex stent distal end did not open.  The patient was undergoing  dense mesh flow diversion surgery for treatment of an unruptured, saccular, ophthalmic segment aneurysm with a max diameter of 6.7 mm and a 5.1 mm neck diameter. The landing zone arterial diameter was 11 mm distally and 13 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal. The angiographic result post procedure was reported as ophthalmic segment aneurysm. During deployment, the tip end failed to open. Multiple attempts were made, but it still could not be opened. Considering procedural safety, a new flow-diverting dense mesh stent was used to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). Ancillary devices included marksman microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.